Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number 2027037 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2027037 for the past 3 years found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨broken tip¨ include, but are not limited to: (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There are no indications to suggest that the device/product did not meet specifications upon release into distribution

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A DHR/batch record review for lot 2027037 finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Complaint history review for the last 3 years shows 0 (zero) complaints associated to lot number 2027037 and relevant to the complaint. The visual inspection under magnification of the wand shows extensive electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible controller and plasma was produced on the remaining parts of the electrodes when activating the device in saline solution at ablate/coag min/max settings. The suction- and the saline line were tested and performed as intended; the device met all specification upon release into distribution. The complaint was verified with several root causes that could have contributed to the reported event. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4)fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during adenoidectomy surgery, the electrodes burnt out and broke abnormally. A back up was available to complete the procedure. There was a delay greater than 30 minutes and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.